Manufacturer narrative:
Final investigation showed that the device contained no clips, the device locking mechanism was not locked as designed after the final clip was fired, and the handle was free to actuate. It was not possible to determine what caused the locking mechanism to malfunction.

Event description:
It was reported that a clip applier did not lock after the last clip was used.